Event description:
It was reported that bd synapsys¿ was having specimen management issues. This is a report of 1 event with a single occurrence. The following information was provided by the initial reporter: samples in synapsys can't be found.

Manufacturer narrative:
Medical device expiration date: na. PMA /510k: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ was having specimen management issues. This is a report of 1 event with a single occurrence. The following information was provided by the initial reporter: samples in synapsys can't be found.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report # was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.